Event description:
It was reported that (1) trw35 was used during a lobectomy procedure. It was reported by the affiliate that the staples were malformed. Opened another device to complete the case. No adverse patient outcome.